Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was not reported if the patient was connected at the time of the alarm. This occurred during dwell four of six of peritoneal dialysis therapy. There was nothing unusual reported that would cause or contribute to the alarm. It was not reported how the patient cleared the alarm. It was not reported how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.